Event description:
It was reported that occlusion and malfunction alarms occurred. It was also reported that multiple cartridges were leaking and the pump battery was depleting quickly. Additionally, the pump shut off unexpectedly. Customer¿s blood glucose (bg) value was 620 mg/dl. Bg was a result of pump shutdown. Bg was addressed via correction bolus. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.